Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the distal tip detachment was attributed to stress related issues that caused the adhesive to peel. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchovideoscope exhibited adhesive peeling on the distal end that resulted the distal end not being secure. There were no reports of patient involvement.